Event description:
It was reported that the right atrial (ra) lead was returned to the manufacturer with no information. The ra lead subsequently tested out of specification during manufacturer's analysis. Follow-up determined that the atrial lead was only replaced because the physician also happened to be removing the rv (right ventricular) lead at that time. No performance issues were alleged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: a 694965 lead: (B)(6) 2007. (B)(4).